Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. On an unspecified date and time, the pump was programmed to deliver normal saline at a rate of 75ml/hr and the delivery was started. On (B)(6) 2011, during the night shift, the pump displayed "occluded" without sounding an audible alarm tone. The customer reported that the event occurred "several" times during the night shift. The customer stated that "the nurse would somehow work through the problem to get the pump to stop the occlusion and get the pump to run again." The pump remained in clinical service until an unspecified time on the day shift. At this time, therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.